Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed no evidence of any time issue. During a 120 hour time accuracy test, the pump gained one second. The battery was removed and reinserted and the pump time and date had reset to the default time and date. The time/date issue was not able to be adequately investigated due to the pump¿s time and date resetting. The pump case was removed and the internal clock battery was found to be corroded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. It was reported that the pump time required adjusting. It is unknown why the pump time was incorrect. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.